Event description:
It was reported that the patient gave herself a correction bolus under automated mode with no carbs added to the system. The system recommended 9.0 units of insulin when she was expecting only 0.9 units of insulin. Her blood glucose at the time was 172 mg/dl. The patient stated that at the time, she didn't notice the amount recommended by the system until the controller and pod started to beep, indicating that her blood glucose was lower than 70 mg/dl. The customer stated that she got scared and called an ambulance immediately. Medical professionals administered a tube of glucose to stabilized the patient¿s blood glucose levels. The visit lasted for around 30 minutes.

Manufacturer narrative:
Physical device was not received for analysis. Cloud data from the user for period of on (B)(6) 2026 was downloaded and reviewed. Review of the cloud data found that a 9 u bolus was delivered on 13apr2026. The cloud data showed that a glucose value of 172 mg/dl was entered from the sensor, which resulted in a calculation of 0.2 u based on the user's settings, the insulin on board at the time of the calculation, and the sensor trend at the time of the calculation. The cloud data shows that the bolus was manually adjusted 8.8 u from 0.2 u to 9 u. Without log files, it could not be determined if the controller was interacted with to increase the total bolus from 0.2 u to 9 u. The exact cause of the reported bolus calculation delivery discrepancy could not be conclusively determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.